Manufacturer narrative:
Patient's weight not available. Device was explanted. Additional suspect device components involved in the event: description: artisan 2x8 paddle lead (with slotted electrodes) a review of manufacturing documentation of the spinal cord stimulator and the paddle lead found that no anomalies or deviations potentially related to the event occurred during manufacturing. This is the final report.

Event description:
A report was received that the patient was explanted and replaced with a new spinal cord stimulator system after feeling inadequate coverage. The patient is reportedly doing well.